Event description:
The pt was up to the commode and was found to have a lacerated amputated tip of the right little toe. It is unknown exactly how this occurred, but it is speculated that the pt caught the tip of the toe under the commode before sitting down. It was noted that there was no protective cap on the commode leg.